Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the telescope exhibited the root part of the outer tube was cracked. There was no patient involved.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g3, correction is being made to previously submitted g3, date received by manufacturer which was not late. The correct date was april 03, 2024. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the cause of the suggested event was likely due to an excessive mechanical force, however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.